Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the physician used suction to grasp the varices and deploy the bands; however, the band started to deploy from the distal end of the cylinder. The same incident happen in the next varices, the band was not ligated on these varices. It was reported that the physician withdrew the scope and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.